Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The user facility reported that the subject device broke when it was in the pt's ampulla. There was no device fragment fell into the pt's body cavity and the cutting wire did not disintegrate. The user facility reported that the device was inspected for missing pieces after removal and none was said to have been found. The user facility reported that the valleylab force cautery unit which was said to have been used during the procedure was set to its default setting and the setting remained unchanged throughout the procedure. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The cutting wire at the distal end was noted broken off from the sheath. There were evidence of char marks on the broken cutting wire and on the sheath at approx 3mm from the distal end side, which most likely attributed to the user's experience. The handle, slider, and the other portion of the sheath were inspected with no damages found. Please also reference 8010047-2012-00029. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the subject device broke at the proximal end of the cutting wire during cannulation. The intended procedure was said to have been completed with a different, but similar device and there was no pt harm reported.